Event description:
Plasmakinetic cutting forceps quit working in middle of surgical case. No harm to patient. Defective device removed from surgical field and replaced with new lot number of plasmakinetic cutting forceps. Defective plasmakinetic cutting forceps given to gyrus representative, who was in the operating room at the time of the event.